Event description:
New information received notes the lead was turned off due to loss of capture and the dislodgement was discovered through an x-ray.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for lead revision due to left ventricular lead dislodgement. The physician encountered difficultly repositioning the lead due to inability to accept the guidewire. The lead was explanted and replaced. The patient was in stable condition.